Manufacturer narrative:
Device passed the self test and displacement test. Moisture damage was found on the motor and force sensor during visual inspection. No moisture damage was found on the electronics assembly

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 596 mg/dl at the time of incident. Customer stated that the leak occurring at the reservoir barrel. Customer reported insulin pump exposed to fluid. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. Troubleshooting was performed. The insulin pump will be returned for analysis.